Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly, not charging, and led to an unexpected shutdown. Additionally, it was reported that an unexpected reset occurred and the pump history was missing data despite the pump being in use. Customer's blood glucose level ranged between 253-400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.